Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the device was leaking an oil like substance. It is unknown if this event occurred during a procedure or if there were any adverse consequences as a result. The account stated that all information about device had been lost.